Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
It was reported that the device was unable to be interrogated. The device was turned off for a surgical procedure, an lvad implant. After the procedure, an attempt was made to interrogate the device to program tachy therapy on. Several attempts were made, and still unable to communicate despite repositioning the wand and programmer. The device was replaced.

Manufacturer narrative:
Na

Manufacturer narrative:
In the lab, the device communicated normally with the programmer. There was proper communication throughout the automated test system. The device passed all tests. Normal device characteristics were found. It is suspected that the lvad interferes with the telemetry of the device.